Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported fault. A technical safety instruction was performed and no issues were noted. The device was returned to service. As the issue was not reproduced, a root cause could not be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova received a report that a centrifugal pump system with tubing clamp lost forward flow during a procedure. The s5 system displayed an alarm. There was no report of patient injury.